Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an elbow surgery, in the lateral collateral ligament fixation of the elbow, the "bioraptor knotless suture anchor" could not be implanted into the bone. A 2.9mm awl was used, but the anchor could not be knocked in, the reason could be that the anchor was slipping. This caused that the anchor broke. All the pieces were removed from the patient using tweezers. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the inner shaft was bent at the tip. There was no anchor returned with the device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. An analysis of the customer provided image found a broken anchor attached to the device. A review of the raw materials found that a material certificate of analysis is required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.